Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants on both sides and experienced bilateral breast implant rupture. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral replacement surgery with mentor gel devices on (B)(6) 2002. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 10, 2023, mentor became aware that the impacted devices are saline, patient experienced bilateral capsular contracture; baker grade unknown and date of replacement surgery with gel devices was (B)(6) 2023. Field d6b has been updated to (B)(6), 2023 on this form. Field d1 for brand name has been updated to "unknown saline implants" field d2a for common device name has been updated to "prosthesis, breast, inflatable, internal, saline" field d2b for procode has been updated to "fwm" field d4 for catalog number has been updated to "unk_saline implants" field d4 for unique identifier( UDI) has been updated to "blank" field g4 for PMA/ 510(k) has been updated to "unk" on march 20, 2023, mentor became aware that event description said bilateral rupture, however the patient experienced bilateral capsular contracture; baker grade unknown. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4) event description incorrectly said bilateral rupture instead of bilateral capsular contracture; baker grade unknown under previous initial report.

Manufacturer narrative:
On april 24, 2023, the mentor failure analysis lab received the device for evaluation. On april 27, 2023, mentor received confirmation that patient had gel devices and experienced bilateral ruptures. On may 3, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the siltex gel 375cc breast implant had parallel lines of shell wear on the anterior view. In addition, a tear was noted within the shell wear measuring approximately 7.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left rupture. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 12, 2023, impacted device was gel. Hence, corresponding fields have been updated on this form under section d, g, and h. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade unknown. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 27, 2023, mentor became aware that the date of implant was (B)(6) 2000 (field d6a has been updated), patient also experienced right side deflation in addition to bilateral capsular contracture; baker grade unknown and replacement devices used on (B)(6) 2023 were catalog number 3507275mc; serial number (B)(6), on the left side, and catalog number 3507275mc; serial number (B)(6), on the right side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).